Manufacturer narrative:
There was no report of pt impact. The unit was evaluation by the philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported 12-lead ECG signal loss.